Manufacturer narrative:
Batch review performed on 03 september 2020: lot 1901564: (B)(4) items manufactured and released on 21-may-2019. Expiration date: 2024-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 lot. 1907335 (k112115). Batch review performed on 03 september 2020: lot 1907335: (B)(4) items manufactured and released on 21-jan-2020. Expiration date: 2025-01-08. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 2 months after primary surgery the surgeon performed a washout and did not revise any components.the surgery was completed successfully.